Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up, an alert for out of range high voltage lead impedance was observed. The vectors were reprogrammed. The patient is awaiting a heart transplant, so the physician elected not to intervene. The patient was stable.